Event description:
The device was serviced by baxter. During service testing, the battery was found to be depleted. According to the hosp rep, no pt injury or need for medical intervention had been reported. No additional contact or info was available.